Event description:
The customer reported that the system froze and locked up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was evaluated and replaced. A full generator calibration was also performed as part of the service event. The system was tested and found to be working as intended and put back into service.